Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular lead had dislodged within three weeks of being implanted. High threshold, noise, short v-v intervals, and a decrease in r-wave sensing were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.